Event description:
It was reported that the device reload came out of the instrument during the 3rd firing during a vats procedure. They removed the instrument and reloaded and put in a new reload and completed the case. No consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual condition and with a cartridge loose inside the bag. The cartridge was received fully loaded with staples, with the notches damaged and with damage on the cartridge deck. The device was tested for funtionality with the returned cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was placed on the device and it did not feel out. While no conclusion could be reached as to how the cartridge became damaged, it should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs prior to shipments, in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process.